Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported a reaction on her abdomen that presented as a hive (around 3 inches across and 2 inches high) that eventually drained. She experienced burning, a red circle, and swelling after two days of wear. She visited an urgent care facility and was prescribed mupirocin 2% ointment for the infection. She saw her doctor the following morning and was prescribed cephalexin (500mg capsules, 2 times a day for 7 days). The patient took two courses of this antibiotic for a total of 14 days. She also had a CT scan. She was not able to provide the type of infection.